Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim she did not hear her low alert alarm on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.